Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was reprogrammed and activated and sensor state went to state 6. Sensor has been de-cased and batteries were replaced. Sim vivo and poise voltage testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced seizure and was unable to self-treat, requiring treatment with sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced seizure and was unable to self-treat, requiring treatment with sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.